Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer¿s blood glucose was 400 mg/dl and 500 mg/dl at the time of incident. The current blood glucose was 99 mg/dl. Customer treated with drip and manual injection. Customer was wearing a insulin pump at the time of hospitalization. The product will return for the analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08750 inches.